Manufacturer narrative:
The customer declined to return the device to physio-control for evaluation. They confirmed that the defibrillation electrodes that were used during the event, had been expired.  As the device was not returned for evaluation, a cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device did not recognize the electrodes when they were connected to the device. No information was provided if there was patient use associated with the reported event.

Manufacturer narrative:
(B)(4).

Event description:
The customer provided additional information and confirmed that there was no patient use associated with the reported event.